Event description:
It was reported that patient faced high blood glucose and correction with the pump is used for treatment of high blood glucose. No further information is available.

Manufacturer narrative:
Establishment name: medtronic minimed country: united states of america street: (B)(6). City: (B)(6). State, province or territory: (B)(6). Post office or zip code: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.